Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photographs of the event unit were provided, which confirmed the complainant's experience of a fractured cannula. In the absence of the event unit, it is difficult to determine the exact root cause of the event. However, based on the photographs provided by the complainant and the description of the event, it is likely that the location of the trocar placement caused excessive forces to be exerted on the cannula during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic pleurodesis event description: rep was not present for the case. The surgeon is a newly practicing surgeon. The surgeon placed the trocar between the rib cage and diaphragm. While looking around with the scope he noticed a broken fragment from the tip of the cannula. The case was converted to a open procedure to retrieve the plastic piece in the patient. The patient status is fine. The trocar is available to be returned. Intervention: converted to open to retrieve the plastic piece of the trocar patient status: patient is fine.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic pleurodesis. Event description: rep was not present for the case. The surgeon is a newly practicing surgeon. The surgeon placed the trocar between the rib cage and diaphragm. While looking around with the scope he noticed a broken fragment from the tip of the cannula. The case was converted to a open procedure to retrieve the plastic piece in the patient. The patient status is fine. The trocar is available to be returned. Intervention: converted to open to retrieve the plastic piece of the trocar. Patient status: patient is fine.